Event description:
(B)(4). Severe arthritis and lower back pain almost daily; neuropathy; facial hair; lessened vision with floaters; hair loss and thinning; uti's; kidney stone 8 mm; pelvic pain; stomach flutters; weak hips; sciatica; swollen and painful legs, feet, ankles. Was immobile at one point. Teeth and jaw pain; swollen; "number"; and tingling hands, arms and feet; rash; vertigo; sed rate stays high around 73; blood pressure stays high, ended up with 3rd pill, multiple sinus infections. Weight gain. Fatigue. Swollen stomach. Degenerative disc disease worsened fast; acne; vaginal cramps; pain during sex; loss of libido; constipation; insomnia; no period; body spasms; discharge; hot flashes;. Depression; anxiety;. Incontinence; sexual dysfunction; urgent urination; ears stopped up; weakened immune system; anemia worsened; cyst/boils; thyroid issues; heartburn/gas; chemical/food sensitivities; breast tenderness; chronic adrenal fatigue; body spasms; hard to straighten right leg at times, etc.